Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The proximal portion of the right ventricular (rv) lead was removed and returned to the manufacturer with no issue noted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.